Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4). Date of event: unknown. The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission.

Event description:
It was reported that short circuit burns the director's fingers during use.